Event description:
It was reported that prior to an interventional procedure of the superficial femoral artery, pre-close placement of the sutures was attempted of a mildly calcified and moderately tortuous femoral artery using a perclose proglide device. The device was inserted into a 6-french sized access site. Reportedly, when the needle plunger was removed, a needle-to-cuff miss was observed. The device was removed and the suture of another proglide device was deployed and set to the side. After conclusion of the interventional procedure, the knot from the proglide device was advanced and tightened to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: sheath: 6-french, cook flexor sheath; heparin: 5000 units. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Based on the information reviewed, there is no indication of a product deficiency.